Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported in the user report: "implantation ex domo for pertrochanteric fracture (stryker 11 x 420 mm gamma nail 125°, 10 x 95 mm femoral neck screw, stryker) and 2 cable cerclages on (B)(6) 2025; now acute increase in symptoms/pain, radiological confirmed fracture of the nail in the passage hole of the femoral neck screw; surgical revision on (B)(6) 2026, for proximal femoral replacement with removal of the nail."